Event description:
The customer stated, that when he passed the button to deliver a charge, nothing happened. Another device was used to defibrillate and convert the pt. The customer states, they have used the device on other runs and it performs correctly.

Manufacturer narrative:
The device has been received but add'l time is required to complete the investigation. Upon completion of the investigation, a follow up will be submitted.